Manufacturer narrative:
The device was not returned for evaluation. The results of the investigation report reflects the CAPA. Eval: method: DHR review performed. Results: DHR review revealed no similar issues were found during the manufacturing of this lot number. Conclusions: other - CAPA (B)(4) was assigned to perform a depth evaluation. If additional information is received, a follow-up report will be submitted.

Event description:
The event is reported as: the stapler jammed and the staples were not forming. No patient injury reported.